Manufacturer narrative:
Mentor received additional event information via medwatch number mw5095778 that the patient underwent explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5091980 that a female patient who underwent an unspecified breast surgery with a 425cc mentor memorygel breast implant on an unknown side, and an unknown mentor gel breast implant on the contralateral side, has experienced unexplained systemic symptoms postoperatively, including weakness, fatigue, flu-like symptoms, dizziness, trouble breathing, sleeping all day, anger, anxiety, chills, abnormal EKG, abnormal blood count, anemia, and became allergic to iron pills. Patient reported undergoing multiple tests and doctor visits. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2019 and reported improvement in all symptoms post explantation. This medwatch report is for the first of two implants.